Event description:
This rv lead was implanted on (B)(6) 2013 and the pace/sense function was capped on (B)(6)2013 due to lead out-of-range impedance measurements and sensing of noise leading to inappropriate tachy detections. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).